Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive result for flu (analyte unknown). Some of the patients tested were symptomatic and some were asymptomatic (off-label). Unknown if the results were confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification. The customer reported at least 14 additional patient events which are captured in separate reports.